Event description:
It was reported the device therapy cable is damaged. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which the customer was directed to a third party distributor for replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy cable, the replacement for which the customer was directed to a third party distributor. The device remains at the customer site and no further evaluation is warranted at this time.